Event description:
It was reported that a esophageal procedure was performed in 2001. The pt presented with a fever five days post-op. A leak was confirmed from the anastomosis area of the esophageal and stomach duct. The physician believes that the infection caused the leak. The pt cannot tolerate oral and a gauze tampon was used instead of a drain. A t-tube was used to close the leak.